Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into clinic with diaphragmatic stimulation from the lv lead. Trending showed gradual increased thresholds since implant. The lead was imaged and showed lead had pulled back to the svc. The physician elected to program lv pacing off and they are planning on leaving lead in place. The patient left clinic in good condition will be followed up normally.